Event description:
A report was received that the patient underwent an explant procedure due to medical complications following the implant. The patient experienced bleeding and paralysis on the legs. The patient was awake and oriented post-explant. The physician believed that the event was procedure related. The patient was re-implanted for the same indication. Epidural hematoma was confirmed through MRI. The patient's symptoms was resolved after the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.